Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced with another model which resolved the issue. Reportedly, the patient was "pleased" with stimulation postoperatively.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable (programmer prompted error). Per the patient the ipg was implanted 10 years ago. Surgical intervention will be taken at a later date to address the issue.